Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed. The root cause was activation of an electrosurgical device in an oxygen-enriched field due to communication and procedural failures from the cardiologist and anesthetist when the patient presented excess bleeding. The root cause of the patient's injuries was a clinical use error involving both the proceduralist and anesthesia professional, in which electrosurgical activation occurred in an oxygen-enriched environment created by open delivery of 100% oxygen (via simple facemask) under surgical drapes, resulting in a surgical fire. The risk analysis determined that no additional mitigations are available to reduce the risk, and the risk has been reduced as far as possible. No further actions are planned by ge healthcare.

Event description:
The hospital reported a patient was undergoing a pacemaker implant procedure on an aisys cs2 with an o2 mask with tubing connected to the auxiliary o2 flowmeter. There was bleeding around the shoulder area, and an electrosurgical unit (esu) was used to cauterize the bleeding area. It was alleged that the o2 flowing to the patient through the mask was potentially ignited by the arc of electricity from the esu being used close to the patient's shoulder area. The patient received burns to the face and neck from the ignition. The patient was intubated, stabilized, and transferred to a burn center. The hospital stated they did not suspect a malfunction of the anesthesia machine.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a5 and a6: no information provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.